Event description:
Patient was treated using focused ultrasound on the left side for a right hand tremor (tremor dominant parkinsons disease). 96 hours after treatment the patient presented with numbness and hemiparesis in the right limbs.

Manufacturer narrative:
No new risk has been recognized. No device malfunction detected. Treatment parameters were in line with typical range. The patient did not exhibit ablation related side effects during or immediately after the procedure. Based on the medical history of this patient and the treating physician feedback, it is assumed that this event is unrelated to the device, but to the patient's underlying condition and the cessation of anticoagulants. According to the information for prescribers, unstable cardiac status; risk factors for intraoperative or postoperative bleeding are contraindications for treatment.